Event description:
During baxter's evaluation of a spectrum pump, it failed to deliver the programmed amount. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error , which was reproduced as over infusions. The pump was over infusion at all test rates between +5.20% to +10.775%. Upon further investigation evaluation found that the travel for th upstream valvae to be below specification. The device was calibrated to address this condition.